Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to customer delivering too much insulin via a bolus. Blood glucose (bg) level was not provided. Pump data review by tandem technical support confirmed the customer delivered 30 units of insulin over a 40 minute period. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event. However, no response was received from the customer.